Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer was admitted into emergency room with high blood glucose. The insulin pump was damaged. The customer had received a no delivery alarm on the insulin pump. The caller was unable to troubleshoot. The customer was being treated at the facility. The device will not be returned for analysis.